Event description:
It was reported that the device tripped the elective replacement indicator (eri) too soon due to high outputs. The caller was able to clear the eri and reprogramed the device. It was noted that the atrial output was programmed with high thresholds and the lead had low impedance. The device and the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk data shows atrial lead alert time equal to (B)(6) 2010. The atrial impedance at implant was equal to 82 ohms. Atrial lifetime impedance maximum/minimum equal to 86/short ohms. Battery depletion/eri (elective replacement indicator) was indicated. The time of eri was on (B)(6) 2011. The save to dick shows battery voltage equal to 2.78 volts, last 8 battery minimum equal to 2.48 volts, battery impedance ~1499 ohms.